Manufacturer narrative:
The manufacturer's service representative performed an on site investigation. The hard drive was replaced. The system was tested and operates as intended.

Event description:
The customer reported that the 8800 system would sound an alarm and would not save images. No patient injury was reported.